Manufacturer narrative:
Other applicable components are : product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the system initially controlled symptoms but lost effectiveness. The device was explanted. The event status was unknown at the time of report. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site removed the statement about the device losing efficacy and indicated that the patient had spinal cord stimulator (scs) removed. The patient did not want to have it replaced. The reason for modification was updated to elective action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.